Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit is underfeeding. There was no patient injury or medical intervention required.

Manufacturer narrative:
The unit was evaluated and the customer's reported issue was not verified as the feed rate was within tolerance. A physical analysis was performed on the unit. There was no physical damage noted. The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. In both cases the device powered on and sounded audible tones. The unit was tested by running the accuracy feed testing. With the unit set for a delivery rate of 125 ml/hr, the volume is caught for 30 minutes and evaluated. The allowable range for the test, for the joey, is 60.63 ml ¿ 69.38 ml. Total amount delivered for this unit was 61.69 ml which is within the range for testing. All testing passed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received from the customer, the unit was not infusing at all. There was no medical intervention required as a result.